Event description:
The customer reported that the insulin pump stuck in the rewind/prime loop. Troubleshooting was performed. Found that after holding down the activate button the customer did not get the beeps or numbers on her screen. Advised the customer to discontinue use of the insulin pump and to revert to her backup plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.